Event description:
It was reported that during posterior communicating artery - aneurysm and to perform a stent-assisted coil embolization procedure. The sl-10 microcatheter was used to deliver the subject stent into position. When the subject stent was being advanced to the tip of the microcatheter, resistance was encountered. The physician withdrew the stent system out of the body for inspection and found that the subject stent had deployed inside the microcatheter shaft while withdrawing. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9 product available to stryker ¿ updated, d9 returned to manufacturer on ¿updated, h3 device evaluated by mfg ¿updated. Due to the automated mes (manufacturing execution system) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was received in a deployed within the lumen of a microcatheter. The stent delivery wire (sdw) and the introducer sheath were not returned. The device was able to flush. The stent was located approximately 27cm from the proximal end of the microcatheter. The microcatheter was cut in order to retrieve the stent. Upon retrieval, the distal tip of the sdw was found to be broken/fractured within the stent. The stent was deformed. The sdw distal tip was broken/fractured at the distal end of the proximal bumper. The functional inspection was unable to perform as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported code 'stent difficult/unable to advance or pullback through catheter' could not be replicated. However, the analysis results are consistent with the reported event. The as reported code 'stent deployed prematurely during use' was confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that ' when the stent was being advanced to the tip of the microcatheter, resistance was encountered. The physician withdrew the stent system out of the body for inspection and found that the stent had deployed during the inspection process.' Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The patient anatomy was described as 'moderately tortuous'. The stent was received in a deployed within the lumen of a microcatheter. The stent delivery wire (sdw) and the introducer sheath were not returned. The stent was located approximately 27cm from the proximal end of the microcatheter. The microcatheter was cut to retrieve the stent. Upon retrieval, the distal tip of the sdw was found to be broken/fractured within the stent. The stent was deformed. The sdw distal tip was broken/fractured at the distal end of the proximal bumper. Based on the event description and analysis of the returned product, the reported resistance encountered during stent advancement is consistent with a possible sheath-to-microcatheter misalignment during stent transfer. Although the introducer sheath was reported to be initially set up correctly, it is possible that it moved proximally prior to stent advancement. If this occurred, a gap could have formed between the sheath and the proximal end of the microcatheter, allowing the stent to partially deploy into this space during advancement. Partial deployment at this location would likely result in increased resistance as the stent is advanced through the microcatheter. Continued advancement or withdrawal under these conditions may lead to deformation of the stent and damage to the stent delivery wire. Specifically, during withdrawal, increased friction between the partially deployed stent and the microcatheter lumen may allow the distal bumper of the stent delivery wire to slip through the stent, resulting in premature deployment of the stent within the microcatheter and fracture of the distal wire segment. This scenario is consistent with the reported procedural experience, the observed resistance during advancement, and the analysis findings of a deformed stent and a fractured distal tip of the stent delivery wire retrieved from within the microcatheter. Based on the review of all available information, the as reported codes ¿stent difficult/unable to advance or pullback through catheter¿ , ¿stent deployed prematurely during use¿ as well as the as analyzed code ¿stent deployed prematurely during use¿, ¿stent deformed¿, ¿sdw broken/fractured during use¿ will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to some unknown procedural factors during use.

Event description:
It was reported that during posterior communicating artery - aneurysm and to perform a stent-assisted coil embolization procedure. The sl-10 microcatheter was used to deliver the subject stent into position. When the subject stent was being advanced to the tip of the microcatheter, resistance was encountered. The physician withdrew the stent system out of the body for inspection and found that the subject stent had deployed inside the microcatheter shaft while withdrawing. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.